Manufacturer narrative:
(B)(4) (seroma). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00086. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an open incisional/ventral hernia repair on (B)(6)2010 and mesh was placed. The patient was discharged on (B)(6) 2010 with no issues noted. On (B)(6) 2010, seroma leakage was noted and vacuum assisted closure (vac therapy) was started. The seroma involved the complete subcutaneous dissection area, over 45x30cm. Besides vac therapy and secondary granulation and closure there were no further problems.